Event description:
The customer stated that, the axsym rubella igg reagent failed to calibrate with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The customer stated they were wasting a significant amount of materail with increased expense trying to get the assay calibrated. The abbott customer technical advocate asked the customer to try calibrating with the standard calibrator again and using cal a that has been centrifuged. The cta advised the customer that the cal a material is deteriorating and shedding protein aggregates over time. A follow-up with the customer confirmed the rubella assay had calibrated when using the centrifuged material. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.